Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 570 mg/dl. The customer stated that the insulin pump alarmed no delivery. He complained of dry heaves, felt as though he was run over by a mack truck, and felt too lousy to be aggressive. He reported that he was having trouble with his infusion sets leading up to the emergency room visit. He stated that he had an abnormal metabolic state of diabetes mellitus. He was kept in the intensive care unit for a few days. The customer stated that he did not have any insulin. Upon troubleshooting, all settings on the insulin pump were correct and insulin exited during a manual prime. He was advised that the infusion sets would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.